Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter displayed inaccurately high results compared to her feelings/normal results and another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2018, at 2:30pm, she obtained an alleged inaccurately high result of ¿500 mg/dl¿ which she compared to feelings/normal results and to ¿60mg/dl¿ on another device performed more than 30 minutes apart. Meter to feelings/normal results do not meet the criteria necessary for lfs to determine an inaccuracy. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin (self-adjuster). She indicated that after one and a half hours, (4:00pm) after the alleged product issue began she developed symptoms of ¿sweating and weakness¿. The patient reported that at 4:30pm that same day she consumed more food /drink. At the time of troubleshooting, the cca noted that the patient was unable/unwilling to confirm if subject meter was set to the correct unit of measure. The patient confirmed that she had used the same approved sample site to obtain the blood samples. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.